Event description:
As reported by the edwards lifesciences affiliate in portugal, a notification was received of a 52 mm evoque procedure. On post-operative day six (pod #6), the patient experienced a complete atrioventricular block (avb). On pod#6, the patient presented to the ER with symptoms of dizziness and fatigue. Evaluation revealed a complete atrioventricular (av) block, and as a result, a permanent pacemaker was implanted on pod#7. According to the medical team, the perceived root cause of the conduction disturbance was interaction with the conduction system following evoque implantation.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for valve interacts with conduction system was confirmed with empirical evidence. Available information suggests patient factors (pre-existing right bundle branch block, baseline atrial fibrillation) and procedural factors (interaction with conduction system following evoque implantation) likely contributed to the event. These factors likely contributed but this event is likely most related to anticipated procedural complication/expected and foreseeable effects. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. The valve's anchoring mechanism relies on radial force and septal contact, which may contribute to conduction disturbances. Additional risks include mechanical trauma from the guidewire or delivery system during deployment. Based on previous assessments in the medical space, other potential contributing factors to conduction disturbances cannot be ruled out. The following contributing factors may also apply: medications: multiple drugs can depress the sa node and may cause severe bradycardia, especially some medications used in anesthesia like opioids. Transcatheter and surgical procedures causes, especially from operations involving the right atrium: thought to be secondary to direct injury to the sinus node (device interaction with the conduction system) during surgery. Cannulation of the superior vena cava, usually performed for cardiopulmonary bypass or extracorporeal membrane oxygenation (ECMO), may also damage sinus node tissue. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.